Event description:
It was reported by the company rep visiting the site: " they had lifted the alenti out of the tub. Turned the lift to be able to dress the resident. At this point the brakes were not on. As they were putting on her shirt, the lift tilted forward and both fell to the floor since she was strapped in the chair. Afterwards, the doc seems to notice that the floor castors contact is uneven, since possible to rock the lift slightly. (She just noticed this also with the 2nd lift in the other tub room). On site observation; there is a slight dip in the floor which would allow one rear castor to be approximately one eighth of an inch off the floor. Based on the direction the lift tipped this should not have been a factor. Staff were not sure if the resident was positioned in a complete upright position and the "y" seat belt was not fastened properly through the perineal hole in the seat. It was attached in the center of the seat portion where the hole is for the new belt design. This must be a replacement seat on an older style alenti. I sat on the lift in the position that the staff said was where the lift was and I tried to tip the lift with my (B)(6) and was unable to tip the lift. It did rock slightly but would not tip. The lift was raised about 28 inches from floor to bottom of seat. All castors and functions of the lift worked properly." Reference MFR report number: (B)(4).